Event description:
It was reported to philips that system would not turn on. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned coronary procedure was performed by the customer when the issue occurred and the procedure was completed in another room. The philips field service engineer (fse) inspected the system on site and confirmed that system was not turned on. Review of the system log file confirmed system shut down automatically as the hospital experienced a loss of main power. Upon troubleshooting, fse found that defective pdu fan tray and dcps replaced the defective pdu fan tray but still the issue persisted. Fse identified a malfunctioning in f4 fuse on the ny1 power board and after replacing the fuse and restarting the system, the fuse at f4 failed again. To resolve this, fse bypassed the one-phase ups and proceeded to replace the fuse at f4. The defective pdu fan tray was returned to philips for analysis and confirmed malfunction due to electrical overstress. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.